Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the e116 error occurred due to a defective printed circuit board (pcb) but the cause of the pcb failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had rust on the external rear panel, the device was dusty, when the subject device was soak tested, error e116 appeared, a good printed circuit board (pcb) was fitted to the device and the error cleared. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during pre-use check, the visera 4k uhd camera control unit exhibited communication error e116. There was no patient involvement in this event.